Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated 348 mg/dl. Clinical diabetes educator recommended adjustments to pump settings based on customer gestational numbers (basal rate and time segments added with new correction factors). Settings were updated and a bolus was delivered to address elevated blood glucose.